Manufacturer narrative:
Event date is approximate. (B)(4).

Event description:
It was reported that the integrity stent was implanted approximately 101 days post the labelled expiry date. No patient injury reported. No other details available.